Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced hypoglycemia with a sensor glucose of 51 mg/dl after overnight hyperglycemia around 311 mg/dl with correction doses and a late meal that was announced as more than a meal and likely overestimated relative to usual carbohydrate intake. The user treated the low with oral glucose via juice and candy, and glucose rose to 80 mg/dl during the call. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included the need for unexpected medication intervention to treat the low glucose without hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with relevance to the user interface and meal announcement workflow. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.